Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys ft3 iii results for two patients from the cobas e 801 module. Patient 1: the initial result was 5.2 pg/ml on another cobas e 801 module. The repeat result on cobas e 801 module serial number (B)(4) was 4.0 pg/ml. The repeat result on the other cobas e 801 module was 5.2 pg/ml. Patient 2: on (B)(6) 2018, the initial result on cobas e 801 module serial number (B)(4) was 1.7 pg/ml. The repeat results on the other cobas e 801 module were 3.1 pg/ml and 2.9 pg/ml. It was not known if any erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative checked the instrument and cleaned and adjusted the sample probe. The instrument worked within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.